Event description:
A problem was reported. Hcp reported a bridge bolus was incorrectly performed. Hcp reported telemetry was interrupted when updating the pump and dosing information was updated with correct information. Hcp re-enter original drug information and updated the pump then entered new drug info, programmed bridge bolus and updated again. This action resolved the issue. No patient symptoms or outcome were reported. The system used to deliver fentanyl and bupivacaine (marcaine). If additional information becomes available a report will be provided.

Manufacturer narrative:
Concomitant products: product ID: 8840, lot# serial# unknown, product type: programmer. Physician product ID: 8709sc,# serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8840, lot# serial# unknown, product type: programmer, physician. (B)(4).